Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to a loss of prime issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 270 mg/dl with excessive urination. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. Reportedly, the pump alerted for loss of prime multiple times with cartridges from different boxes. The reporter was able to complete prime step with cartridge changes. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. The reported prime issue was not resolved with troubleshooting. The reported hyperglycemia did not meet the criteria for a serious injury. This complaint is being reported based on the alleged loss of prime issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported loss of prime issue was verified in the black box but not duplicated during the evaluation. Review of black box data found loss of prime warning due to non-zero low force the day before the complaint date. The pump powered up with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading was within specifications. Bolus delivery exercises were completed and recorded correctly. Unrelated to the reported prime issue, the display was found to be dim and discolored.